Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown gel implants. (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with unknown gel breast prostheses. Deflation on the right breast prosthesis and bilateral capsular contracture baker grade iii were reported. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The device upon receipt, the gel appeared clear. Black foreign material was observed within device and brown material and gel on the shell surface. The device was observed with a rent measuring 10.0 cm on the anterior aspect running to posterior, and an area of missing material on the posterior aspect. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage of the material observed within the device. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. A complaint of capsular contracture was also reported. According to the information provided, product evaluation concluded the capsular contracture in the patient¿s right breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. Manufacturer¿s reference number: (B)(4).